Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the flow sensor would not display a flow reading. A new flow sensor was installed. The unit operated to the manufacturer's specifications. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was unable to get a flow reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
UDI: (B)(4). Operator of the device should not have had a profession listed in the 'other' section on the initial submission.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to get a flow reading from the flow sensor. He observed the central control monitor (ccm) to display a "flow: check sensor" message. It was determined that a defective sensor is the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.